Manufacturer narrative:
Additional reported info indicates that customer is doing well. No product being returned for eval. Should new relevant info become available, a follow up report will be submitted.

Event description:
Received info stating customer received an occlusion alarm. Reportedly, customer's blood glucose level was impacted.